Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not delivery correctly and the customer's blood glucose levels increase to nearly 30 mmol/l. Customer stated that there were few cracks on the insulin pump. Customer stated that there was sweat and condensation and the screen of the insulin pump was fogging up. Customer also mentioned that moisture was visible under the display. Customer stated that there was an under delivery. Customer also mentioned that the insulin pump has been exposed to a strong magnetic field. Displacement test was performed and passed. Customer's blood glucose reading at the time of the call was 6.4 mmol/l. No further information reported.